Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed with a secondary and a primary infusion which had been started without the clamps being open. After about 2 hours someone noticed that the clamps were closed but the pump continued t o run without an alarm or message for an upstream occlusion. The patient did not receive anything for all that time. There was a delay in the treatment, however, had no consequences for the patient. The event happened during delivery, (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.